Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, manual injection was administered.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent the fluid from passing through the fluid path and leaving via the distal tip of the soft cannula. No leakages were observed during fluid path testing. The downloaded data did not show any timeouts or drive stalls during the pod's run. Although the soft cannula was damaged on the exposed portion, the timing and cause could not be determined.